Event description:
**Update** (B)(4) 2013 - litigation received. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient was revised to address pain and acetabular loosening. **update** (B)(6) 2012 - medical records were received. The revision operative report indicates that there was a copious amount of dark-stained, yellow fluid within the joint consistent with metalosis.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.